Event description:
During a cataract extraction procedure, this phacoemulsification handpiece was difficult to calibrate. After the fourth try, the handpiece was able to be calibrated but then it would not function for the procedure. Another phacoemulsification handpiece was used for the procedure.